Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker had a stored signal artifact monitor (sam) episode due to oversensing of the minute ventilation sensor. Troubleshooting included turning off the minute ventilation feature as it was not being used. This device remains in service. No adverse patient effects were reported.